Event description:
Pt experienced an immediate reaction to the dialyzer. Pt complaints of anxiety, shortness of breath, and feeling like her throat was closing up. Pt also experienced hypotension. A 25 mg of IV benadryl given as a precaution and there is no other known pt ill effect. A 200ml of blood was not returned to the pt. New system set up on a baxter exeltra 150. Pt finished treatment without further issues. A sample is not available for eval.

Manufacturer narrative:
Med records have been requested and a plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.